Event description:
It was reported by the rep that the (1) 355sd was used during a laparoscopic nissen procedure. It was reported that the or manager gave the rep the trocar cannula from the case. The surgeon noticed the loss of pneumo during the operation. A tear was identified and the product was replaced with another device. The case was completed without further incident. There was no pt consequence.